Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. A dreamstation CPAP pro device was returned to the third party service center as part of the recall process with no initial complaint. There was no report of patient harm or injury. The device was returned to the third party service center for evaluation. During servicing of the device, it was found that there was visible foam particles present. The device has been scrapped.